Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site and the lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted, and on (B)(6) 2025 wherein the leads were explanted to address the issue. The patient was hospitalized and administered IV antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.